Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used enlite sensor. Performed bicarbonate buffer test. Sensor passed with accurate readings. Inspected two sealed enlite sensors. Performed bicarbonate buffer test. Both sensors passed per specification with accurate readings.

Event description:
It was reported that the customer's sensor was not working correctly. It was alarming sensor error during initialization. Caller stated that the customer had two sensors with the same problem from the same lot number. Nothing further was reported.